Event description:
Product (pnea sleep mask) delivered unsealed and completely opened in industrial cardboard box from warehouse. This is an item that is put on face (nose) to be breathed through for a long period. Product purchased (B)(6) unsanitary packaging and delivery.